Manufacturer narrative:
Patient age: over 18 years old. (B)(4).

Event description:
It was reported that a shaft break occurred. The 75% stenosed lesion being treated was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A guidezilla guide extension catheter was used however it was noted that the joint parts detached. The detached portion was removed by inflating a balloon within the guide catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was blood in the lumen. Microscopic and tactile inspection revealed numerous kinks. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The ptfe was pulled out of the collar and was attached to the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 75% stenosed lesion being treated was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A guidezilla guide extension catheter was used however it was noted that the joint parts detached. The detached portion was removed by inflating a balloon within the guide catheter. No patient complications were reported and the patient's status is good.